Event description:
It was reported that the side rail was broken at the weld, exposing sharp edges. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Rail weld. MFR's investigation is ongoing. If add'l info is rec'd, a f/u report may be submitted.